Event description:
Customer reports hemochron jr. Signature plus instrument emitted a burning smell while using battery power. No injury or damage to anything outside the instrument was reported. Customer incorrectly used an unauthorized third-party replacement battery from an unknown vendor. Due to poor fit and design, the smell of burning was likely from shortage points between the unauthorized third-party battery and the main printed circuit board (pcb).

Manufacturer narrative:
(B)(4). Method: actual device evaluated. Power source testing performed. Result: power source problem, short circuit and incompatible component identified. Conclusion: device incorrectly prepared for use or modified. Itc has requested all data required for form 3500a.